Event description:
It was reported that the patient was implanted in (B)(6) 2013 with the ¿whole unit.¿ in (B)(6), they had to move the implantable neurostimulator (ins) location to a more comfortable spot. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# v965035008, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# v829963, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# v597863, implanted: (B)(6) 2013, product type: lead. (B)(4).